Event description:
As reported by the (B)(4) study, the patient was diagnosed with an ischemic stroke one week after the index procedure. The symptoms were described as right-sided hemiparesis. The recovery was partial with minor residuals. There was no visual field loss, hemineglect, or hemiataxia. The current status of the patient was that she was in the intensive care unit (ICU) sedated and on a ventilator with pseudomonas pneumonia and right-sided hemiplegia. It was also reported that the angioguard rx was bent prior to use. The target lesion was located in the bifurcation of the right common carotid artery (cca). The patient was described as symptomatic prior to the procedure. The symptoms experienced by the patient prior to the index procedure were described as paresthesia, numbness, and inability to move her right arm and leg at times which resolved spontaneously and right eye transient ischemic attack. There was an occlusion in the contralateral carotid. The target lesion was described as 70% stenosed, non-thrombosed, 20mm in length, circumferential, arch type I, eccentric, ulcerated, with moderate calcification. The reference vessel was 6.5mm in diameter and moderately tortuous. A 5mm angioguard was bent prior to use. It was not used in the patient. A second 5mm angioguard was successfully deployed beyond the target lesion. The lesion was pre-dilated and a 7x30mm precise pro rx stent was successfully implanted. There was good wall apposition of the precise pro rx stent. There was no thrombus present post-stent deployment. The angioguard was retrieved with debris noted in the basket. Residual stenosis was 15%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. The patient experienced an elevated ck-mb of 19 (uln 6) during the index procedure.

Manufacturer narrative:
As reported by the sapphire study, the patient was diagnosed with an ischemic stroke one week after the index procedure. The symptoms were described as right-sided hemiparesis. The recovery was partial with minor residuals. The target lesion was located in the bifurcation of the right common carotid artery (cca). The patient was described as symptomatic prior to the procedure. The symptoms experienced by the patient prior to the index procedure were described as paresthesia, numbness, and inability to move her right arm and leg at times which resolved spontaneously and right eye transient ischemic attack. There was an occlusion in the contralateral carotid. The target lesion was described as 70% stenosed, non-thrombosed, 20mm in length, circumferential, arch type I, eccentric, ulcerated, with moderate calcification. A 5mm angioguard was successfully deployed beyond the target lesion which was pre-dilated followed by deployment of a 7x30mm precise pro rx stent with good wall apposition. There was no thrombus present post-stent deployment. The angioguard was retrieved with debris noted in the basket. Residual stenosis was 15%. No dissection occurred during the procedure. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. The patient's medical history includes transient ischemic attack, hyperlipidemia, coronary artery bypass graft surgery, diabetes mellitus, coronary artery disease, myocardial infarction, hypertension and contralateral carotid occlusion. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15339425 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient physiology factors, the patient¿s extensive history along with pharmacological, lesion, vessel, and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. The angioguard was not in the patient at the time of the elevation. The patient did not have a myocardial infarction and the cause of the elevated ck-mb was demand ischemia. A cardiac work-up was done and labs were monitored. The elevation was a response to hypotension/hypovolemia. The patient had bleeding from the right groin puncture wound and was taken to the operating room one day after the index procedure. A 6fr shuttle sheath was used during the index procedure. The patient had oversew of bleeding from the right common femoral artery and protunda femoris endarterectomy. Treatment included bovine patch angioplasty of common femoral and profunda femoris arteries. According to the investigator, the event was not related to cordis product.